Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 566 mg/dl, 598 mg/dl and 240 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer stated that they tried giving bolus to treat high blood glucose level and got a no delivery alarm and so they treated high blood glucose level with injections. The customer reported that the insulin did not exit at the priming after troubleshooting for no delivery alarm. The insulin pump will not be returned for analysis.